Event description:
When the angioguard was positioned in the vessel and deployed, the filter basket only partially opened. Therefore, the physician attempted to remove the basket, but there was difficulty removing the device because of the stenosis. The physician placed the stent and was able to retrieve the device. The product was returned for evaluation and the following was noted, "the filter membrane partially torn from one filter strut and displaced distally". The target lesion is unk. The product was properly inspected and prepped. No anomalies were noted during docking of the device into the deployment sheath. There was no difficulty tracking the device to the lesion. During deployment, there was sufficient space allowed between the lesion and the filter basket, so there was no interaction between the two. The hemovalve was closed after deployment. Prior to placing the stent, when the physician attempted to capture the partially deployed filter basket, the capture sheath was advanced, but could not cross the stenosis. Once the stent was placed the capture sheath crossed the lesion and the filter basket was captured without difficulty. When the filter basket was removed, there was no debris found in the basket. The user does not believe that debris escaped from the basket during removal. There was no reported injury to the pt.

Manufacturer narrative:
The complaint received states that during an interventional procedure, the angioguard was positioned in the vessel and deployed; however, the filter basket only partially opened. Therefore, the physician attempted to remove the basket, but there was difficulty removing the device because of the target lesion stenosis. The physician decided to continue and placed the stent and was then able to retrieve the angioguard device. The target lesion is unk. The product was properly inspected and prepped. No anomalies were noted during docking of the device into the deployment sheath. There was no difficulty tracking the device to the lesion. During deployment, there was sufficient space allowed between the lesion and the filter basket, so there was no interaction between the two. The hemovalve was closed after deployment. Prior to placing the stent, when the physician attempted to capture the partially deployed filter basket, the capture sheath was advanced, but could not cross the stenosis. Once the stent was placed, the capture sheath crossed the lesion and the filter basket was captured without difficulty. When the filter basket was removed, there was no debris found in the basket. The user does not believe that debris escaped from the basket during removal. There was no reported injury to the pt. The product was returned for evaluation and the following was noted "the filter membrane partially torn from one filter strut wire and displaced distally". A confirmed kink-bent in the guide wire. Also, the filter membrane was torn. Except for the bend/kink damage to the specimen device 0.30 to 2.35cm, 9.00 to 10.75cm, and 175.3cm from the distal tip with the proximal edge of the filter membrane partially torn from one filter strut wire and displaced distally approx. 1.70mm, the specimen device and sheath appears visually and dimensionally correct. All joints appear to be intact by non-destructive pull testing. Dimensionally, the opened filter diameter is .3205", well within the drawing spec of 0323"+.015"/-.017"; it is possible that clinical conditions prevented the filter from opening fully, as described. The filter struts do not have sufficient strength to act as an expansion device. As noted, when tested for docking function using proper technique, it is possible to obtain proper seating of the specimen ecgw filter assembly within the large diameter region of the capture sheath with no noticeable difficulty; again suggesting that clinical conditions impacted on function as described. By definition, a fully captured filter is one in which the proximal filter marker band is in apparent contact with the capture sheath distal marker band. The damage to the wire shaft, the filter membrane and the distal coil region is not discussed in the complaint documentation, but appears to have been incurred during clinical use and subsequent handling. It is possible that the damage to the filter membrane was caused, as the specimen device was withdrawn through the stent. A review of the DHR and analysis of the specimen device do not present any indication of mfg defect or anomaly that could have impacted on the event as reported. Clinical and procedural factors appear to have impacted on the event as reported. These observations and speculations are based on the evidence presented by the sample article, and limited info provided by the supporting documentation. The complaints of deployment difficulty, capture sheath failure to cross, and filter basket frayed/split/torn were investigated. There is no evidence to suggest there were any mfg issues that contributed to the reported event. Inspections are in place to prevent damaged products from leaving the facility. Review of the info suggests that vessel characteristics and procedural factors may have contributed to the reported events and confirmed damage on the complaint device.